Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was febrile with increased white blood count (wbc) of 19.9 and was started on zosyn intravenous (IV). Blood, respiratory and urine cultures were sent. Urine culture was negative and respiratory and blood cultures were pending but no growth to date at time of reported event. The patient was continued on daptomycin 450mg IV and added zosyn 4.5g IV on (B)(6) 2021 for fevers until discontinued on (B)(6) 2021. Fevers subsided on (B)(6) 2021 and urine and respiratory cultures were both negative. Blood cultures results were negative as of (B)(6) 2021. On (B)(6) 2021 it was noted the patient became febrile overnight with persistent leukocytosis and blood culture times 3 were drawn and results were pending at time of reported event. Patient had been started on daptomycin 400 mg IV and zosyn 4.5 g IV twice a day for 10-days treatment starting (B)(6) 2021. No source found for the mentioned infection as cultures negative. Device operated as expected. Patient discharged home. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's sternal wound culture demonstrated skin flora. The patient received cefazolin on (B)(6) 2021 but was then broadened to daptomycin while sensitivities were still pending as the patient had a vancomycin allergy. The patient's blood cultures remained no growth to date. The sternal wound was packed to twice daily clorpactin (sodium oxychlorosene) in the distal opened portion and remained clean and without drainage until the patient was discharged home on (B)(6) 2021 on a two-week course of augmentin (amoxicillin / clavulanic acid).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported a start date of (B)(6) 2021 in which the patient had a sternal drainage. The patient presented to the clinic on (B)(6) 2021 for routine visit and was found to have mild dehiscence and drainage at the distal portion of sternal incision. States first began noticing drainage approximately one week prior to presentation. Admitted for further workup of possible sternal infection. Type of treatment included changes to medication, antibiotics. The event resolved without sequelae with a stop date of (B)(6) 2021.